Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the device hasn't been working for a couple of years. The hcp had no additional information. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient wanted to get the ins jumpstarted so she could get an MRI. The patient said the ins was dead and would not charge. The patient said it has been like that for several years (since early 2016 or 2017). The patient said the ins only lasted a year and then would no longer charge. No further complications were reported.